Manufacturer narrative:
The item has not returned at this time. Our company representative was informed the patient had the separated piece removed from the ureter successfully in a procedure over the weekend at (B)(6) medical center (separate hospital) and stated the scope had been at end-of-service since (B)(6) 2019 and the scope has been third partied by ims. After multiple attempts, we have not been able to confirm this information with the customer. If the item is returned and evaluated, a supplemental will be submitted.

Event description:
Allegedly, the customer was using a video ureteroscope when the picture went out, the physician tried to remove the scope, but was unable to pull the scope out of the ureter. They had cut off a portion of the scope's shaft and a significant portion of the distal tip remains lodged in the patient's ureter.

Manufacturer narrative:
The item has not returned at this time. Our company representative was informed the patient had the separated piece removed from the ureter successfully in a procedure over the weekend at (B)(6) medical center (separate hospital) and stated the scope had been at end-of-service since (B)(6) 2019 and the scope has been third partied by ims. After multiple attempts, we have not been able to confirm this information with the customer. If the item is returned and evaluated, a supplemental will be submitted.

Event description:
Allegedly, the customer was using a video ureteroscope when the picture went out, the physician tried to remove the scope, but was unable to pull the scope out of the ureter. They had cut off a portion of the scope's shaft and a significant portion of the distal tip remains lodged in the patient's ureter.